Event description:
Rec'd an undocumented report of "error codes and power loss resulting in the clotting of the pt line." The pump was set with unk settings to infuse an unk fluid. The pump alarmed and displayed error codes. While the pt attempted to resolve the alarms, the pump alarmed occlusion and experienced a power loss. The pt's intravenous access clotted off, requiring a urokinase treatment to clear the clot. No pt harm was reported. No other pt info was available.